Event description:
It was reported that the battery gauge was intermittently fluctuating, resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.